Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, additional information was received from a healthcare provider (hcp). The patient had been having problems with the pump for several years. In (B)(6) 2015, the pump went from having an elective replacement indicator (eri) of 37 months, to needing to be replaced in a matter of 2 months time. According to the hcp, "the pump screwed up." The patient had been having "issues" with the pump, and it was being titrated down for a couple months. No patient symptoms were reported. The patient's family wanted the pump turned to a minimum rate. Subsequently, one week prior to (B)(6) 2015, the pump was set to run at a minimum rate. The hcp required assistance related to programming the pump to the off state, and stated that the pump was going to be explanted and returned for analysis at some point. No additional information was provided, as the hcp had to attend to other patients and did not want to answer any additional questions regarding the events.

Event description:
It was reported that there was premature battery depletion. The patient visited the physician's office on (B)(6) 2015. At the appointment the pump telemetry stated the elective replacement indicator (eri) was 37 months. The patient visited the physician on (B)(6) 2015 and the telemetry was suddenly showing the eri alarm had occurred on (B)(6) 2015. Patient's family had chosen to wean the patient off the baclofen and eventually explant the pump without replacement. A date for surgery had not been set. The patient's status at the time of report was "alive-no injury." There were no patient symptoms or complications associated with the event. The pump system was delivering gablofen (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j0056601r, implanted: (B)(6) 2000, product type catheter. (B)(4).